Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer's disk bay board was degraded, which can impact imaging. The system used at the time of the event was in clinical use. There was no harm reported. A philips field service engineer (fse) visited the site and replaced the image processing computer and hard disk drives. The device returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired the system was in clinical use for electrophysiology procedure when the issue occurred. The procedure was completed using the same system. A philips field service engineer (fse) inspected the system online and confirmed that the error log showed disk was full, however the system was functional. The image processing pc (ip-pc) and hard drives were replaced, followed by installation of software onto the ip-pc and recreation of images on hard drive. The ip-pc was replaced and was returned to philips for further analysis. The analysis identified a separate issue with power supply unit (psu) which had no power. The replacement of the ip-pc and hard drives resolved the issue. After the replacement, the system was returned to use in good working order. No further issues have been reported to philips. The codes were updated based on the investigation outcome.